Event description:
Patient reported implant rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported implant rupture. Device remains implanted. This relates to the right side

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings in the unit. Additional observations: cloudy observed in the gel. Deformation observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture. The device remains implanted.